Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-05601 for the associated device information. It was reported to boston scientific corporation on november 2, 2020 that an ultraflex tracheobronchial covered distal release stent was to be implanted to treat a malignant stricture during a bronchoscopy with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the ultraflex tracheobronchial stent (the subject of MFR. Report # 3005099803-2020-05601) was attempted to be deployed; however, the shaft bowed and the stent was pulled proximally and no longer centered in the stricture. The stent was removed from the patient partially deployed on the delivery system. Reportedly, another ultraflex tracheobronchial stent of different size (the subject of this report) was used, however, the same problem occurred. The shaft bowed during attempted deployment and the stent was partially deployed on the delivery system when removed from the patient. Reportedly, the procedure was not completed as another stent of the same size was unavailable. There were no patient complications reported as a result of this event.